Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated however, the event history log shows multiple, too many cassettes not attached alarms. The root cause is a defective dso sensor. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the cassette is not attached and needs software update as well. There was unknown patient involvement and unknown patient harm.